Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported air in line alarm which was not reproduced. The air in line alarms were confirmed through a review of the event history log. Eval found continuity across the ultrasonic crystals. The failed upstream sensor was replaced.

Event description:
It was reported that a spectum pump constantly displayed the air in line message. It was also reported there was no pt involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The date of this report on the initial manufacturer report was incorrect and has been updated.